Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, its drawer was failed. The customer reported and issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was failed. A field service engineer (fse) confirmed that the customer recovered the issue. Then the fse was unable to see anything that could have caused such an issue. Additionally, the fse adjusted the catch latch forward slightly. After that the drawer was moved smoothly and nothing was rubbing or binding. Then tested in hardware test application (hta) several times. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, its drawer was failed. The customer reported and issue occurred during dispensing of medication to patient. However, there were no delays or adverse events or injuries reported based on this event.